Event description:
It was reported that the subject device had overpressure issue in the insufflator unit. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed, as it was unclear whether actual overpressure occurred. The device evaluation found the front panel turned off, the alarm went off, and the air flow differed between set value and measured value. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty printed circuit board and a faulty first pressure reducer. Due to an external impact (such as dropping), the pressure sensor (the first pressure reducer and air connector) was broken. It was possible that a pressure value was not measured correctly. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during a laparoscopic cholecystectomy .